Manufacturer narrative:
(B)(4). Date sent: 10/14/2024. (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 8/14/2024 d4: batch # 681c18 d4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary the product was returned to ethicon endo-surgery for evaluation. Visual inspection was conducted on the returned device. Visual analysis of the returned sample determined that one pcee60a device was returned with no apparent damage and with no reload present. The device was returned with a non-working firing mechanism. No further functional test could be performed due to the condition of the device. In order to verify the condition of the internal components, the device was disassembled. Upon disassembling, the pcb board was noted to be non-functional. No conclusion could be reached as to what may have caused the pcb board to be damaged. Device history review a manufacturing record evaluation was performed for the finished device batch number 681c18, and no non-conformances were identified.

Event description:
It was reported that during a lung biopsy, the stapler wouldn¿t fire. There was no battery power when the battery was inserted into the stapler. They pulled the battery out, flipped it around, reinserted it, and still had no power. They removed the stapler from the field and opened another stapler to complete the case successfully. There was no patient consequence.

Manufacturer narrative:
(B)(4). Date sent: 11/6/2024. Corrected data: block h10, related report number field.